Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed flow accuracy testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined, however the pressure plate springs will require replacement as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a volume test, 18. 96ml, 18. 86ml, 18. 79ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.